Event description:
It was reported that, as per dr (B)(6)'s office, this patient is experiencing difficulties with their hip implant and has had blood tests and MRI. Update: patient called to report that he is scheduled to have revision surgery on (B)(6) 2012.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.